Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 25feb2021.

Event description:
It was reported to philips that the during battery usage the device does not stay on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
It was reported to philips that the device does not stay on with battery only. A field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the internal battery and the unit passed internal battery tests and electrical safety tests. The unit was declared ready for use.